Manufacturer narrative:
Upon visual inspection of the pump the red lumen was found still in the pump. No other abnormalities were observed. Based on the provided clinical information, the cause of the pump not starting was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Aic (automated impella controller) did not show start screen, no alarms present. Abiomed support guided the clinical team via face time on how to turn on the pump after insertion. Accidentally the pump was started outside the body with the easy guide lumen still in. The impella was explanted and replaced with a new impella cp to address the issue. There was no reported harm or injury to the patient.